Event description:
The account alleges that the peel away wing snapped off while trying to peel the catheter away. The peel away was removed with hemostats. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed and only one similar complaint was identified.

Manufacturer narrative:
H6: updated. H11: product evaluation. No physical units were returned for evaluation in relation to this complaint. However, the customer submitted photographic evidence that confirms that the two affected units show signs of clinical use and failed split, characterized by an irregular, wavy deformation at the onset of splitting. Based on this evidence, the complaint is confirmed. Due to the absence of physical samples, it was not possible to verify whether the defective units lacked the required scoring line (indicative of a segregation error) or whether the scoring was present but improperly executed (potentially due to incorrect scoring machine settings). The root cause remains inconclusive at this time. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed and one similar complaint was identified.